Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with multiple episodes of non-sustained right ventricular oversensing. Upon review, presence of noise on the right ventricular lead was noted. Lead to lead interaction is suspected but the patient has been lost to follow-up and has not been seen in-clinic. No follow-up or procedure has been scheduled. No further information is available.